Event description:
It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, the stent "closed completely." The pt stated that four taxus express2 drug eluting stents were placed in 2007. One year later, the taxus express2 stent on "the left" side "closed completely." The physician implanted two more stents. The pt was unwilling to provide any additional information, therefore, no further information can be obtained.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.